Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2018, patient was admitted to hospital for peritonitis, sepsis and decreased level of consciousness.

Manufacturer narrative:
Reference record (B)(4). Additional information added to sections age or date of birth, weight, event, relevant tests/laboratory data and other relevant history. The device has been identified to be abbvie device. Report indicated that the patient developed peritonitis secondary to malfunction of gastrostomy tube; however, there is no additional information provided about the malfunction and the device was not returned for investigation. The peg tube was removed because there was a large leak around it, due to the gastric wall was not fixed to the abdominal wall. The instructions for use indicate, to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received. The patient was hospitalized in the intensive care unit (ICU). After the peg-j tube insertion, the patient experienced general weakness, hypoactivity, abdominal pain and decreased appetite and patient continued eating by mouth. On (B)(6)2018, patient was evaluated by neurologist and was referred to emergency room (ER). Patient was treated with intravenous fluids for dehydration, duopa was started and was discharged home. On (B)(6)2018 patient was taken to ER. An abdominopelvic CT scan showed detachment of the gastrostomy tube with large amount of pneumoperitoneum as well as free extraluminal peritoneal fluid with ill-defined wall thickening of multiple small bowel loops and the duodenum concerning for enteritis and suspected peritonitis. Given the large amount of gas and large amount of free fluid throughout the peritoneum, findings are concerning to be associated to the detachment of the gastrostomy tube. Patient was admitted with severe sepsis due to peritonitis, secondary to malfunction of gastrostomy tube. Patient underwent exploratory laparotomy, peritoneal lavage and gastrostomy repair. According to the surgeon, the gastric tube was removed because there was a large leak around it, due to the gastric wall was not fixed to the abdominal wall. Patient was treated with mechanical ventilation and electrolytes replacement. The patient was diagnosed with severe diffuse encephalopathy with the symptoms of altered mental status and general weakness. On (B)(6)2018, the sepsis and peritonitis resolved.